Event description:
It was reported that, during an in-clinic follow-up, episodes of noise resulting in oversensing and loss of capture were observed on the right ventricular (rv) lead. The suspected cause of the event was rv lead insulation damage, which was not confirmed as diagnostic imaging was not performed. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.